Event description:
It was reported that during an unknown procedure, the 2nd cartridge had a difficulty in being loaded into the device. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep confirmed that the cartridge pan was left in the jaw.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.